Event description:
During a urethral bulking implant, urethral tissues burst or opened up, allowing the material to enter the patient's bladder. The procedure was abandoned on the right side and the material was injected on the the left side. The patient returned for follow-up exam with recurrent cyctitis, and significant symptoms of frequency, urge, and pain. Upon examination, the doctor found bulking material from the previous injection in the patient's bladder. The material was removed via grasping forceps cystocipically. No further complications have been reported.